Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an appendectomy procedure, a doctor noticed that the tip of the needle was missing. The tip was searched for but not found. On the next day a CT was taken and a thing which seemed like that was detected. Reoperation was performed to find the tip. However it couldn't be discovered and the procedure was completed. Currently, the patient has no problem. The customer thinks that it was suctioned or it might have had not fallen into cavity in the first place. Operating time extended more than 30 min. Pieces fell into the cavity and could not be retrieved. There was oozing bleeding. Reoperation was required due to the issue. The incision site was extended by less than 3 cm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance led an evaluation of one device. The visual inspection of the sample revealed two needles with broken tips. Upon microscopic inspection of the needles, instrument marks were noted on the needle body. Functional evaluation of the sample was precluded due to a request by the customer to return the sample. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.